Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2011 alleging a setting issue with her one touch verio pro meter. The patient did not exhibit any symptoms due to the alleged issue. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the alleged issue was not resolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.